Manufacturer narrative:
This is considered an unusual event in which an ams spectra device was involved. We have requested additional information from the doctor and currently waiting for his response. As soon as ams receives additional information, we will file a follow-up report. The device was returned for analysis and was rated within specification. No allegation of malfunction was indicated or related to this event. Analysis results: cylinder performed within specifications.

Event description:
A (B)(6) male who was obese had difficulty aiming urinary stream; desired a semi rigid implant. On (B)(6)2010, the patient was implanted with a spectra penile prosthesis. The distal tip of the prosthesis torn through glans after implant with maneuvering. Patient had significant corporal fibrosis which required additional effort to dilate. The penile prosthesis was removed, tear in glans were sutured, foley catheter remains in place. Patient was admitted for observation. Ams has requested additional information.